Event description:
This is an international report where the connection between the solution bag and the transfer set separated unexpectedly when the lid of the clean flash was opened. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). This complaint was not confirmed since no problem was observed with the returned part, either by the manufacturing plant lab or in (B)(4). The returned sample did not show any leakage and the spike readily connected during a cleanflash cycle. The lot number is unknown; therefore, a batch review cannot be performed.